Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 443mg/dl. The customer had no symptoms such as nausea and treated with an injection. Customer indicated that the cannula was bent and have been having issues with leaks from the infusion sets. Customer was advised on proper insertion, taping and site techniques. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer declined high blood glucose troubleshooting as they knew was due to the bent cannula.no further details given.